Event description:
It was reported that this right atrial (ra) lead was fractured. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was fractured. This lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead fracture was verified via fluoroscopy and high impedance.